Event description:
It was reported that during a cardiovascular procedure, the locking mechanism of the device was not able to keep the balloon stable in the aorta. The balloon kept migrating towards the aortic valve. The physician was able to complete the procedure with the device. No adverse pt consequences were reported.